Event description:
The pt presented with a thrombosed aneurysm of the right arterial poplitea. The gore viabahn endoprosthesis was implanted on (B)(6) 2012 showing good flow w/o any restenosis. Post surgery the pt experienced pain in the hollow of the knee with regular night sweats. CT scan on (B)(6) 2012 showed liquid accumulation around the implanted device. The gore viabahn endoprosthesis was removed (B)(6) 2012 during a revision, with resection of the paa aneurysm. The abscess was evacuated and an interposition 'saphenasegment' was implanted. There were no complications post surgery.

Manufacturer narrative:
Review of the sterilization records verified that the lot met release requirements. Review of the mfg records verified that the lot met release requirements.